Manufacturer narrative:
The device investigation confirmed a defective contact at the welding joint between feedthrough pin and implant coil. Despite several requests from the field, no information regarding the reasons for explantation has been received. This is a combined initial and final report.

Event description:
The explanted device was received for investigation. Patient has been re-implanted. No further information was received from the field.